Event description:
It was reported that eri status was detected approx. 62 months after the implantation. The device was explanted and replaced on (B)(6) 2022. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the pacemaker itself as well as the inspection of the quality documents associated with the manufacture of the lead and the pacemaker. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition. The eri battery status was detected on (B)(6) 2022. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected. However, the current consumption was normal. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. During subsequent analysis the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed an almost depleted battery. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was directly measured and proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed an almost depleted battery. The microcalorimetry analysis showed no anomalies. Next, the battery was opened for destructive analysis and the inner assembly was inspected. During analysis no internal electrical short was evident. However, the occurrence of a temporary short circuit that contributed to an increased internal self-depletion cannot be excluded. In summary, the root cause for the premature battery depletion could not be determined conclusively. Based on the analysis all therapy functions of the device were entirely avail-able while the device was implanted and in service.